Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided it is alleged the patient experienced hernia recurrence and adhesions. It is also alleged that the patient's implanted mesh was deformed. Without the sample returned for evaluation an assessment could not be made into the allegation of material deformation. Recurrence and adhesions are known inherent risks of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for repair of a right inguinal hernia, a perfix plug was implanted to repair the hernia defect. On (B)(6) 2013 - the patient was admitted to the hospital where a physical examination revealed the presence of a right inguinal hernia. The patient had to undergo an additional surgery to repair the hernia defect and to remove the "balled up" perfix plug which had "densely adhered" to the peritoneum. In addition, the perfix plug had to be lysed and peeled from the patient's vas deferens and testicular vessels. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided it is alleged the patient experienced hernia recurrence and adhesions. It is also alleged that the patient's implanted mesh was deformed. Without the sample returned for evaluation an assessment could not be made into the allegation of material deformation. Recurrence and adhesions are known inherent risks of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. With the current information available, no definitive conclusion can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about few years post implant of perfix plug, patient was diagnosed with hernia recurrence, material deformation, obstruction, hematuria and adhesions thereby underwent repair with explant of mesh. Per op notes, ¿balled up plug mesh in the internal ring¿. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of a right inguinal hernia, a perfix plug was implanted to repair the hernia defect. (B)(6) 2013 - the patient was admitted to the hospital where a physical examination revealed the presence of a right inguinal hernia. The patient had to undergo an additional surgery to repair the hernia defect and to remove the "balled up" perfix plug which had "densely adhered" to the peritoneum. In addition, the perfix plug had to be lysed and peeled from the patient's vas deferens and testicular vessels. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with right incarcerated inguinal hernia thereby underwent open repair with implant of perfix plug. Per operative notes, ¿hernia sac was freed from surrounding cord structures and excised. The defect was closed with large mesh plug and sutured to conjoin tendon. Onlay mesh was then placed in the floor of inguinal canal and sutured around the cord of the conjoin tendon.¿ (B)(6) 2013 - patient visited hospital for hematuria, cystoscopy, recurrent inguinal hernia, asymptomatic umbilical hernia, benign prostatic hyperplasia with obstruction and provided with medication. (B)(6) 2013 - patient was diagnosed with recurrent right inguinal hernia thereby underwent laparoscopic repair with explant of perfix plug. Per operative notes, ¿at the cord region, the peritoneum was densely adhered to previous plug mesh at the level of internal ring and performed adhesiolysis. There was evidence of an indirect inguinal hernia, balled up plug mesh in the internal ring and was retrieved. A synthetic mesh was then placed.¿ attorney alleged that the patient had adhesions, hernia recurrence, infection, mesh shrinkage, pain and emotional injuries.